Event description:
It was reported the external extension tube of the catheter became disconnected. On the evening of (B)(6) 2025, the patient wrapped the arm with the indwelling catheter in plastic wrap to prevent the venous catheter from getting wet. After removing the wrap following a shower, the catheter was found to be fractured. The patient secured it at home with adhesive tape and visited the clinic on (B)(6) for treatment. After assessing the disconnected catheter, the clinical department confirmed the integrity of the remaining catheter segments. Following disinfection, the catheter was removed and the patient was scheduled for catheter reinsertion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.